Manufacturer narrative:
Evaluation summary: the condition of the pump head module keypad which contains the channel select and stop key was confirmed to be not working. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)

Event description:
On 08/20/09 during device evaluation by baxter the pump head module keypad on a colleague volumetric infusion pump was found to be not working. There was no patient injury or medical intervention necessary according to the hospital representative. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.